Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including hemolytic anemia, stroke, infective endocarditis, pulmonary hypertension, and atrial fibrillation. Complications reported included perivalvular leak, off-label use. Sepsis, surgical intervention, death; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant to treat paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of paravalvular leaks: efficiency, techniques, and outcomes from a single-center prospective study". This research article is a prospective, single-center experience to evaluate the safety, efficacy, and technical strategies of transcatheter paravalvular leak (pvl) closure, including novel approaches like the reverse loop and arteriovenous (av) rail techniques. The devices included in the study were amplatzer muscular vsd occluder, amplatzer vascular plug ii, amplatzer vascular plug iii, amplatzer duct occluder, amplatzer piccolo, cardio fix plug, and fixed plug occluders. The article concluded that transcatheter pvl closure is a safe and effective alternative to redo surgery for selected high-risk patients. Advance imaging and access techniques enhance procedural success, particularly in complex mitral pvls. [The primary and corresponding author was mahboobeh gholipour, cardiovascular intervention research center, rajaie cardiovascular institute, tehran, iran, with corresponding e-mail: drmgholipur@gmail.com.] This study included patients with significant aortic of mitral pvls who underwent transcatheter closure from 01 january 2020 to 31 december 2023. A total of 28 patients were included in the study, of which an unknown amount received an abbott device. The average age was 57.2 years. The majority gender was male. Comorbidities included hemolytic anemia, stroke, infective endocarditis, pulmonary hypertension, and atrial fibrillation.